Event description:
The neighbor of a male pt contacted lifecor customer support to report that the she could not reattach the electrode belt to the pt's monitor. The pt's wife is with him at all times. Support sent a lifecor pt service representative (psr) to replace either the monitor or electrode belt since it could not be determined over the phone which was not connecting to the other. The psr replaced the electrode belt.

Manufacturer narrative:
Evaluation summary: device evaluations of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted form the bent pins. The pt received a replacement electrode belt.